Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, fistulae, bleeding and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent excision and removal of anterior vaginal wall mesh on 04/17/2008 due to exposure and erosion of anterior vaginal wall mesh.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh were implanted along with concurrent anterior repair and cystoscopy due to symptomatic cystocele, and sui. It was reported that the patient underwent sling revision on (B)(6) 2008.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.